Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 5 pockets were saying device not detected on bus, unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.1 main had missing row errors. A technical support specialist (tss) had remoted in and verified that rows c, d, and e were missing. The tss deployed a firewall rule to the station and verified that it had applied. The fse rebooted, logged in, and verified that all pockets were showing. The system functioned as intended after the technical support specialist troubleshot the device.